Manufacturer narrative:
Citation: house cm et al. Prevalence and doppler echocardiographic characteristics of normally functioning mitral prostheses with mean gradient = 10 mmhg. J heart valve dis. 2017 nov; 26 (6): 667-676. No doi available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional patient and device codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the prevalence of normally functioning mitral prostheses with mean gradient greater than or equal to 10 mmhg, and to identify the characteristics and echocardiographic variables to distinguish normal function from dysfunction. All data were collected from an unspecified number of centers between december 2009 and september 2016. The study population included a total of 62 patients (predominantly female; mean age 58.8 years), 5 of which were implanted with a medtronic mosaic bioprosthetic valve (one 25 mm, one 27 mm, two 29 mm, and one 31 mm), and 3 were implanted with a medtronic ats open pivot mechanical valve (one 27 mm, one 29 mm, and one 33 mm). No serial numbers were provided. Among all patients, 3 deaths occurred. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: repeat mitral valve replacement, valve-in-valve mitral replacement, prosthesis-patient mismatch, obstruction, valvular or perivalvular insufficiency, significant perivalvular leak, mitral stenosis (annular calcification), mitral regurgitation, and high mean gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.